Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that the patient is scheduled for a generator revision as the battery is "flipping". It was confirmed this meant the patients generator was moving around and the surgeon may have made the pocket too big. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.